Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was chosen for implant into an atrial septal defect. Upon deployment the occluder experienced a cobra deformation. There were multiple attempts to redeploy but the results were unchanged. The device was replaced with another amplatzer septal occluder of the same size and the procedure concluded without any further incident. There were no adverse patient effects.

Event description:
It was reported that on 1 nov 2022, an amplatzer septal occluder was chosen for implant into an atrial septal defect. Upon deployment the occluder experienced a cobra deformation. There were multiplena attempts to redeploy but the results were unchanged. The device was replaced with another amplatzer septal occluder of the same size and the procedure concluded without any further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.